Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose reading ¿high¿ on the remote meter (=600mg/dl). No further information was provided. The reporter was unwilling/unable to complete troubleshooting of the device with animas customer support, who attempted to contact the reporter for additional information, however, the reporter did not respond. The reporter alleged hyperglycemia while on insulin pump therapy with no advanced features turned on in the pump and without the insulin-on-board feature turned on. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a possible inaccurate delivery issue.